Event description:
It was reported by service report that the fowler won't stay down. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler, fowler release.